Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that an interrogation report observed the right ventricular (rv) lead with intermittent t-wave oversensing (twos) during a ventricular fibrillation (vf) episode where the patient received inappropriate therapy. The lead remains in use. No patient complications were reported as a result of this event.